Manufacturer narrative:
Updated from ¿product problem¿ to ¿adverse event <(>&<)> product problem¿ (B)(4).

Event description:
Additional information received from the consumer reported that the patient was not getting stimulation on the left leg, and the patient was told to make an appointment at the healthcare professional's office. Steps taken to resolve the issue included trying to reprogram stimulation on the left side. No outcome was reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n231968, implanted: (B)(6) 2009, product type: accessory. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 355031, lot# n182272, implanted: (B)(6) 2009, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that she has a broken lead because she fell. The patient met with a manufacturer representative who informed her that she had more leads available. No patient symptoms reported. Additional follow-up is being conducted; if additional information is received a follow-up report will be sent.